Event description:
As reported on distributor's incident report: "the fiber tip fused in the pt (about 9 minutes after placement). It was removed and another fiber was replaced. The fiber tip came off the fiber shaft and was removed from the pt using forceps."